Event description:
It was reported that, during a trauma procedure, it was noticed that the following instruments of the trigen¿ intertan¿ instrument set are warped due to wear and tear over past 3 years: lag screw drill sleeve ((B)(4)), intertan 3.2mm guide pin sleeve ((B)(4)), lag screw tap ((B)(4)), lag screw driver ((B)(4)), compression screw hexdriver ((B)(4)), subtroc lag screw driver ((B)(4)), 130 rad drill gde drop ((B)(4)), unknown trigen instrument ((B)(4)), unknown trigen instrument ((B)(4)). The procedure was able to be completed with the same device. Surgery was greater than 30mins delayed. Patient was not harmed.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned for evaluation. A visual inspection of the returned 130 rad drill gde drop confirms the device has signs of excessive wear usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.